Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other complaint reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient who presented with a dislocated intraocular lens (iol), eye redness, low grade inflammation and a distorted pupil. The patient had the iol implanted by another surgeon in 2008. The surgeon noted one haptic was in front of the iris and the other one behind the iris. Additional information has been requested.